Event description:
It was reported to baxter (B) (4) that a basal/bolus infusor overinfused during patient use causing the patient to feel drowsy. The actual flow rate was 60ml/60hr. The total fill volume was 60ml: morphine hydrochloride (10ml) and saline (50ml). The infusion finished within 2.5 days. The patient control module (pcm) was connected, but it was pushed only several times. The temperature and the height of the restrictor were unknown. The patient recovered the same date from the event with no treatment. No additional information is available.

Manufacturer narrative:
Device evaluation: the device (with the pcm attached) was evaluated by a baxter technician. The reported condition of "overinfusion" was not confirmed. The infusor produced functional results within the specification range. (B) (4)